Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was scratched and hard to read, as well as the battery cap could not be removed from the pump. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The pump was scratched as it was worn inside the customer's pockets. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot(p) and minor scratched lcd window. (B)(4).